Manufacturer narrative:
H10 h3,h6: one 72202468 fast-fix 360 curved needle delivery system device intended for use in treatment, was returned for evaluation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Please note: inadvertent twisting or over flexing of the needle track can affect deployment and may encourage unintended release or retaining of anchors. T1, t2 and suture were returned separated from the needle. The device was in good condition. The depth limiter was attached. The actuator cycled and actuated as expected. Per IFU 10600499: ¿do not push the deployment slider until the needle is fully penetrated through the meniscus. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacture of the device was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. No root cause related to the manufacture of the device was confirmed. Product met specifications upon release to distribution

Event description:
It was reported that during meniscus repair surgery both t1 and t2 of the fast-fix were deployed at the same time. The procedure was completed with a delay of under 30 min and using a s+n backup device. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.